Event description:
Pt underwent an outpatient hemorrhoid surgery with an ethicon hemorrhoidectomy stapler. According to surgeon the position of the device shifted between the time of the insertion of the obturator and the insertion of the stapling gun so that when the stapler was fired the staple line was too low. This caused extreme pain for 1 week with tenismus resulting in impaction requiring another procedure.